Manufacturer narrative:
The ventilator was reported with generating technical alarms regarding +12 v too low, backup audible alarm error and barometric pressure too low. According to the complaint, the service technician on site determined that the monitoring printed circuit board (pcb) was faulty and in need of replacement. The monitoring pcb was reported to have been replaced, the ventilator successfully tested and returned for clinical use. No parts has been returned for investigation and the device logs are not available for investigation. According to the service manual, the alarm generated for backup audible alarm error and barometric pressure too low points to the monitoring pcb as a possible faulty component. Our conclusion is that the monitoring pcb was the cause of the reported failure but since no logs or goods was returned, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated technical error code indicating power error. There was no patient involvement. Manufacturer's ref #: (B)(4).